Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the radiofrequency programmer head was out of specification electrically, it had intermittent telemetry and failed all uplink amplitude tests. The head's cable was therefore replaced. Concomitant products: product ID 2090 programmer; product ID 229047 software analyzer. (B)(4).

Event description:
It was reported that the radiofrequency programmer head returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.